Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The device performance has reportedly dropped following a vertigo attack. The recipient was reportedly prescribed prednisone. The recipient is reportedly experiencing poor loudness growth, despite device testing within normal limits.

Manufacturer narrative:
The MRI ruled out vestibular schwannoma. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: d6a. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. The recipient is reportedly using the device. Additional information regarding treatment will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.